Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tube there was tube extenders with molding defects (non-cosmetic) that could be used. The following information was provided by the initial reporter. The customer stated: "a bent tube was identified on the pipetting machine lab which gave an error during pipetting."

Manufacturer narrative:
Investigation summary: bd received a photograph from the customer in support of this complaint. An evaluation of photo indicated bowed tubes. Additionally, an examination of 100 retained tubes from the bd inventory of this lot number was performed and did not identify any further defective tubes. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements.